Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with a 1 day history of brown drainage, burning and redness at the driveline insertion site. A CT scan was negative for abscess. A superficial culture was positive for proteus mirabilis. The patient did not have a positive blood culture. The patient will be administered chronic antibiotics. The drainage and pain at the site has stopped, but the hospital will continue chronic suppressive therapy. No further information was provided.